Manufacturer narrative:
On 6/6/2017: during a follow-up, the clinical training manager stated that the customer had been using apidra insulin during the occlusion alarms. The customer switched back to novolog insulin and no additional occlusion alarms had been received. The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level during past events was in the low 200's mg/dl; current bg level was 120mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the cannula. While the customer was disconnected, multiple test boluses were delivered and an occlusion alarm would declare each time.